Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. One (1) reported event had no patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. 1 reported event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was confirmed during testing. 1 device was found to be affected by a worn motor. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.